Event description:
It was reported that eleven months and seven days post port placement, the catheter allegedly ruptured. Further it was reported that it was a complete rupture. Additionally, it had poor backflow. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, two photos were provided for review. Two electronic photos were reviewed. The first photo shows a close-up view of the catheter. A longitudinal crack was noted and what appeared to be blood residues were noted on the catheter at the site of the split. There was also significant brownish discoloration in the area immediately around the split. The second photo shows the power port MRI isp attached to a white catheter. The catheter lock was on the catheter/stem junction, assembled in the correct direction, and what appeared to be blood residues were noted throughout the sample. There were apparent needle marks in the septum. What appears to be the same longitudinal split as in the first photo was also visible in this photo, near the middle of the catheter. Based on the photo review, the reported fracture and suction issues can be confirmed. In addition, material discoloration around the split has been identified and confirmed. However, the investigation is unconfirmed for the reported material separation issue as the only break identified in the photos did not divide the catheter into pieces. The definitive root cause could not be determined based upon available information. However, the damage bears some resemblance to pinch-off damage, which occurs at higher rates when the catheter is inserted into the subclavian vein medial to the border of the first rib. From the customer's statement that it was placed "at the edge of the first rib," it is uncertain whether the catheter was inserted in this area. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. "This device is contraindicated for catheter insertion in the subclavian vein medial to the border of the first rib, an area which is associated with higher rates of pinch-off." "Warning: do not power inject through a port system that exhibits signs of clavicle-first rib compression or pinch-off, as it may result in port system failure." "Signs of pinch-off: clinical: difficulty with blood withdrawal. Resistance to infusion of fluids. Patient position changes required for infusion of fluids or blood withdrawal. Radiologic: grade 1 or 2 distortion on chest x-ray. Pinch-off should be evaluated for degree of severity prior to explantation. Patients indicating any degree of catheter distortion at the clavicle/first rib area should be followed diligently. There are grades of pinch-off that should be recognized with appropriate chest x-ray as described in the chart." Chart in IFU describes actions to be taken for various degrees of pinch-off, including recommendation that a catheter completely transected by pinch-off be promptly removed. "Preventing pinch-off: the risk of pinch-off syndrome can be avoided by inserting the catheter via the internal jugular vein (ij). Subclavian insertion of the catheter medial to the border of the first rib may cause catheter pinch-off, which in turn results in occlusion causing port system failure during power injection. If you choose to insert the catheter into the subclavian vein, it should be inserted lateral to the border of the first rib or at the junction with the axillary vein because such insertion will avoid compression of the catheter, which can cause damage and even severance of the catheter. The use of image guidance upon insertion is strongly recommended. A radiographic confirmation of catheter insertion should be made to ensure that the catheter is not being pinched." H10: g3, h6 (device, method). H11: b5, h4, h6 (component, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately eleven months and seven days post port placement, the catheter allegedly ruptured was found upon infusion. Further, it was reported that it was a complete rupture. There was no reported patient injury.